Event description:
It was reported that on implant attempt the doctor could not get the right atrial lead to "screw and stay in place." It was also reported that on attempted implant of the right ventricular lead it would not hold its "u" shape and would not stay in place. Both of these leads were removed and successfully replaced. It was further reported that during the implant attempt the doctor opened a lead model 5568 but chose not to use a 9-(B)(4) lead. There was no attempted implant of this lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed. (B)(4): no anomalies found, however helix distorted/bent, lead damaged at implant, and blood noted on helix mechanism; full lead returned and analyzed. (B)(4): no anomalies found; full lead returned and analyzed.